Manufacturer narrative:
The insulin pump was received stuck on full segment display after battery insertion followed by constant tone due to moisture damage on the electronics assembly. Moisture damage also noted on battery tube, motor and vibrator motor. Unable to verify button keypad unresponsive or battery out limit alarm due to full segments anomaly. The insulin pump has cracked battery tube threads, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube and cracked reservoir tube window.

Event description:
It was reported that the customer dropped in the insulin pump in the water. The customer stated that he removed the battery for an hour. The customer's blood glucose was unknown. The customer stated that he was in a kayak when he fell into the ocean. Upon reviewing the alarm history of the insulin pump, the customer stated that he received a battery out limit alarm. Troubleshooting was done. The insulin pump was not alarming at the time of the call. The customer then mentioned that the esc button would not let him clear the alarm. Troubleshooting for the keypad anomaly was done. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.